Event description:
The tech alleged the brakes will set but do not hold. No pt impact.

Manufacturer narrative:
Tech found the brake caster stems are cracked. The tech replaced the brake casters to resolve the issue.